Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a sensor error. Blood glucose level at the time of the incident was 400 mg/dl. The customer also reported having a blood glucose level of 524 mg/dl, which was treated with a bolus. During troubleshooting, the customer confirmed that the cannula was bent. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The insulin pump was not replaced or returned for analysis.